Event description:
(B)(4). I'm (B)(6) and chose to have my last child in 2010. Although this was a huge decision, I talked over my options with my ob and thought for sure the essure procedure would be the perfect option for me. This procedure caught me because it requires no cutting and is an "outpatient" procedure meaning I could work the same day. I scheduled the appointment with little knowledge this would be the most dangerous decision I have ever made and will then sacrifice my health. I showed up to the appointment anxious, nervous, scared and uneasy. I remember being asked if I had an allergy to nickel, but not sure if I was actually tested. One of the medical staff then gave me a vicodin to help ease the cramping that I was told I may experience during the procedure. The procedure was actually not that bad. The vicodin seemed to help. I ended up actually going to work the same day and feeling ok. Three months later, they ask for you to return to make sure the coils "did their job". They insert a dye to ensure that nothing will go up through tha fallopian tubes. Well, this was painful. So painful I screamed and cried. I felt like something shifted. I yelled to the doctor " it's scraping me! It's coming out!" It did not come out. My eyes witnessed for themselves, nothing was passing through my tubes, the examination ended and I was so much closer to deteriorating. Six months pass and I'm getting more migraines than the usual three per year I got pre-procedure. With these migraines I would get tingle down the side of my face. I started getting dizzy spells and fainting. Until one day I passed out and had a seizure. This one seizure then turned into 3 per week and then landing me in the hospital with ten seizures in 2012. After being in the hospital for almost a months away from my husband and two kids, they sent me home. I still struggle with seizures. I also struggle with: cramping, sharp/stabbing pelvic pain, excessive bleeding during period (menorrhagia), night sweats, loss of libido, hot flashes, painful periods (dysmenorrhea), sexual dysfunction (unable to orgasm or feel pleasure), breast pain/tenderness, chronic pelvic pain, face pain (trigrinal neuralgia), all over body aches/pain, severe bloating, metallic taste in mouth, heartburn, headaches or migraines, tingling sensations, numbness, brain shocks, brain fog, cloudiness, forgetfulness, anxiety/panic attacks, mood swings, seizures, depression (sadness/suicidal thoughts), ringing in ears (pulsatile tinnitus), black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) mood disorders, ptsd (post traumatic stress disorder), numbness in thigh (meralgia paresthetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), dizziness, anemia/ iron deficiency, vitamin d deficiency, unexplained/easily bruising, food sensitivities, hives, rashes, skin irritation/itching, heart palpitations, swelling of fingers, insomnia, weight issues (loss and gain), swelling/numbness in jaws/lips, swelling of legs/feet, muscle spasms, vision problems, excessive sweating, dry skin/hair/eyes, severe bloating. I cry. Not because of the pain, but because I made a very hard decision not to have anymore children, and because of this decision, I'm killing my self slowly.

Event description:
(B)(4). Finally decided to check on this severe abdominal pain with my primary care on (B)(6) 2016, she ordered a stat x-ray. The x-ray shows my right coil is fragmented and I've been passing metal in my urine. The ob I was referred to was refusing to do anything to remove the coils. I will continue to search for someone that will.